Event description:
During the pulse field ablation atrial fibrillation procedure, air was noted from the sheath when drawing back from the side port. Transseptal was completed with a non-abbott device (baylis sheath and wire). After getting transseptal access, the non-abbott device (baylis sheath) was removed, and sheath was placed over the wire. While drawing back from the side port of the sheath, air was noted. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 13f agilis steerable introducer sheath and dilator were received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal that is consistent with a known design related issue. A separate tear was also noted at both sides of the insertion slit and its cause could not be determined based on the available evidence. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the slit tear remains unknown.